Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an extraction of a wisdom tooth on (B)(6) 2018 and suture was used. During the procedure, when they went to close the area, the suture broke. The needle almost entered the patient's throat. Another like device was used to complete the procedure with no adverse patient consequences. The current status of the patient was reported as okay with no injuries. No additional information was provided.